Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with correction to e2 ,d8, d9 and update h4, h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, a definitive root cause could not be determined. However, it is likely that when inserting the endo therapy accessories, kinked biopsy channel may have led the user to mistakenly believe that the accessories were stuck at forceps elevator. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: IFU instructs to inspect biopsy channel and forceps elevator by inserting forceps at inspection prior to use (IFU). 3.8 inspection of the endoscopic system: inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodeno video scope forceps elevator would become stuck. The issue occurred during an unspecified procedure. There were no reports of patient harm. The scope was exchanged in the middle of the case.